Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 11. The patient's ultrafiltration reading was 80ml indicating the home patient (hp) drained 80ml more than their programmed fill volume of 250ml. This information gives a total drain volume of 330ml (250ml+ 80ml). During a follow-up call with the hp's nurse, the nurse stated there was no report of the hp experiencing any symptoms of fullness or discomfort associated with the incident. The nurse did state that the hp had draining issues. The nurse did not have any additional information.

Manufacturer narrative:
Evaluation summary: the evaluation performed in the product analysis lab did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. The cycle-by-cycle ultrafiltration log does not contain enough information to determine probable cause. The device will be routed to the service area.